Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, product ID: 9735787,  product ID: 9735771, product ID: 9735788. H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system shut down 3 times within 30 minutes while plugged into power. The manufacturer representative switched outlets with no effect. The manufacturer representative reported the system was plugged into wall power for 15 minutes when the manufacturer representative noticed the camera cart powered off, followed by the main cart. The manufacturer representative performed a reboot, and the issue occurred again. The manufacturer representative performed uninterruptible power supply (ups) discharge, swapped outlets, and the issue occurred again after 5 minutes of the system being connected to wall power. Battery percentages for the main and camera cart were listed as 100% and charging in self test with the system connected to wall power. The manufacturer representative unplugged the system from wall power, both cart battery percentages displayed greater than 80% for more than 3 minutes. There was no patient involvement.

Manufacturer narrative:
H3, h6: the system was serviced in the field and the camera cart and main cart batteries and ups systems were removed and replaced. Performed system test and new batteries were holding charge. When unit was unplugged from wall outlet the backup batteries worked properly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2/h6: product 9735787, lot number: 19180088 was returned for analysis. Analysis determined that there was no failure found with the returned device. Codes b01, c19, and d14 apply. Product 9735771, lot number: 1921 was returned for analysis. Analysis determined that there was no failure found with the returned device. Codes b01, c19, and d14 apply. Product 9735788, lot number: 19200113 was returned for analysis. Analysis determined that there was no failure found with the returned device. Codes b01, c19, and d14 apply. Product 9735788, lot number: 23410029 was returned for analysis. Analysis determined that there was no failure found with the returned device. Codes b01, c19, and d14 apply. Product 9735773, lot number: 2204 was returned for analysis. Analysis confirmed the reported complaint. Codews b01, c07, and d02 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.